Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported lower aligner has sharp edges that cut their bottom lip. Advised patient to file any rough edges, provided information on gum tissue discomfort and hh tips. Advised warm salt water rinses to help heal cuts on lip. Requested update photo and if aligners are more comfortable.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.